Event description:
It was reported that the customer was hospitalized with a blood glucose reading of 1595 mg/dl. The customer stated that she was comatose at the time of the event. The customer stated that her brother checked the insulin pump, and stated that no boluses had been delivered on the day of and immediately prior to the event. The insulin pump was not available to perform troubleshooting at the time of the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.